Manufacturer narrative:
Adjustments were made to tab f. For use by uf/importer section device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise and pace impedance measurements out of range resulting in inappropriate atrial tachy response (atr) episodes on the right atrial (ra) lead. Subsequently, this device was abandoned and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise and pace impedance measurements out of range resulting in inappropriate atrial tachy response (atr) episodes on the right atrial (ra) lead. Subsequently, this device was abandoned and a new device was implanted. No additional adverse patient effects were reported.